Manufacturer narrative:
The 8mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) ruptured over 4atm (four atmospheres). Therefore, it was replaced with another same sized non-cordis balloon catheter (bc) and the procedure was completed. There was no reported patient injury. The lesion was the common iliac artery which had chronic total occlusion (cto). The device was used as a pre/post-dilation and a non-cordis stent was implanted. There was mild vessel tortuosity. There was no difficulty removing the product from the hoop and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The balloon was inflated with a non cordis inflation device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 12atm. The balloon did not seem to ¿stick¿ to a stent. The balloon rewrapped properly. The balloon catheter did not kink while being used and it was removed easily, intact. Other procedural details were requested but unknown. The product was not returned for analysis. A product history record (phr) review of lot 82181107 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion may have contributed to the reported event as calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 8mm 4cm 155 saber rx percutaneous transluminal angioplasty (pta) ruptured over four (4) atmospheres (atm). Therefore, it was replaced with another same sized non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the common iliac artery which had chronic total occlusion (cto). The device was used as a pre/post-dilation and a non-cordis stent was implanted. There was mild vessel tortuosity. There was no difficulty removing the product from the hoop and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The balloon was inflated with a non cordis inflation device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 12atm. The balloon did not seem to ¿stick¿ to a stent. The balloon rewrapped properly. The balloon catheter did not kink while being used and it was removed easily, intact. Other procedural details were requested but unknown. The device will not be returned for analysis because it was discarded by mistake.